Event description:
Additional info received from MFR on 03/11/1998: the two products in question do incorporate a plunger stop feature which provides a positive stop when the plunger reaches the end of the barrel. If the plunger is pulled straight out of the barrel, the stop feature should help prevent the plunger from exiting the barrel if an excessive amount of force is not used to pull the plunger. However, if too much force is used, the force can overcome the plunger stop and the plunger can be pulled out of the barrel.